Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device stopped working and was removed in 2019. Patient said the hcp was not able to remove the lead so they left it in. Agent did not ask about the circumstances that led to the reported issue. No further patient complications are anticipated or expected as a result of this event.